Event description:
It was reported that tip detachment occurred. A savion flx guidewire was selected for use. However, during the procedure, the guidewire tip broke off. There were no patient complications nor injuries reported and the patient fully recovered. It was further reported that the wire was left with no attempt to even remove.

Manufacturer narrative:
D4 lot number updated. D4 expiration date updated. D4 unique identifer (UDI) # updated.

Event description:
It was reported that tip detachment occurred. A savion flx guidewire was selected for use. However, during the procedure, the guidewire tip broke off. There were no patient complications nor injuries reported and the patient fully recovered.